Manufacturer narrative:
Updated fields: b4; d9; d8; g1: g3; g6; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) replaced video receiver board and display cable. After replacement, an operation check was performed based on the inspection record sheet, and it was found to be good. The following investigation was performed and received the following parts associated with this complaint: color video receive, cable, video receiver to lcd. These parts were received with a reported unit failure of a display issue after powering up. Performed a visual inspection and found the parts to be in good condition. Installed color video receiver and cable, video receiver to lcd into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual.performed a series of powering up the cs300 test fixture and then allowing the cs300 test fixture to run for one hour. Then proceeded to power up the cs300 test fixture a number of times with no problem observed on the monitor screen. Could not replicate a display problem upon powering up the cs300 test fixture. The parts passed testing. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
Due to character restrictions in block e1 :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) monitor screen display malfunctioned. There was no patient involvement.